Event description:
It was reported that the device was explanted after an implant duration of approximately 44 months due to endocarditis. Reportedly, the device was replaced with a model 7000tfx.

Manufacturer narrative:
Device not returned.